Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The reported even of no communication was not confirmed. At receipt the ipg successfully communicate with lab utilities. The return ipg accepted charge and was fully recharge at lab charging bank. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient is scheduled for ipg replacement. For an unknown reason.